Manufacturer narrative:
Section a4: patient weight is unknown.

Event description:
It was reported that during a trial lead placement patient was experiencing pain that the physician believed did not have to do with the trial or device, but the patient felt otherwise so the leads were explanted.

Event description:
It was reported that during a trial lead placement patient was experiencing pain that the physician believed did not have to do with the trial or device, but the patient felt otherwise so the lead was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Corrected leads to lead in b5.